Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was diaphragmatic stimulation coming from the left ventricular (lv) and right ventricular (rv) leads. A revision procedure was performed where the leads were explanted and replaced. During the revision procedure the physician ended up having to laser extract the rv lead and it was discarded by the facility. The lv lead was explanted successfully. No additional adverse patient effects were reported.